Manufacturer narrative:
Corrected information: d.4. Medical device expiration date: 11/04/2022. D.4. Medical device lot#: 19115344. H.4. Device manufacture date: 11/04/2019. Device evaluation: a 22003-0004 sample was not available for investigation of this feedback; however the customer indicates that the pump alarmed for air in line and leakage of chemotherapy was identified from the lower pumping segment component. Further information provided by the customer indicates that no obvious damage was identified which may have contributed to the leakage. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19115344 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. Please note the quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 22003-0004 set in the past 12 months.

Event description:
It was reported that als set dc 20d dehp free leaked and the air in line alarm went off. The following information was provided by the initial reporter: the reported feedback suggests leakage. Infusion set leak. Alaris pump beeping (display said air in line), nurse opened chamber and chemotherapy spilled into her hand. Infusion tubing looked to be pulled tight. On further inspection nurse noted chemotherapy spilt on floor. Unsure whether user error when tubing loaded into alaris pump chamber causing tubing to be pulled tight, or some fault in tubing causing it to be weak and break to cause chemo to spill onto floor. Internal comments: incident occurred near end of infusion. No one injured, although staff member exposed to chemotherapy without appropriate ppe. Other products used includes alaris infusion pump, alaris pump infusion set, gripper plus non coring safety needle.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that als set dc 20d dehp free leaked and the air in line alarm went off. The following information was provided by the initial reporter: the reported feedback suggests leakage. Infusion set leak. Alaris pump beeping (display said air in line), nurse opened chamber and chemotherapy spilled into her hand. Infusion tubing looked to be pulled tight. On further inspection nurse noted chemotherapy spilt on floor. Unsure whether user error when tubing loaded into alaris pump chamber causing tubing to be pulled tight, or some fault in tubing causing it to be weak and break to cause chemo to spill onto floor. Internal comments: incident occurred near end of infusion. No one injured, although staff member exposed to chemotherapy without appropriate ppe. Other products used includes alaris infusion pump, alaris pump infusion set, gripper plus non coring safety needle.